Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to damage found in the display window. Global receiver functional tests was performed and passed all relevant testing. Manual receiver test "try it" in vibrate mode was performed and passed. Open receiver case for internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.